Manufacturer narrative:
Block a1: meshc-20211026-ec978851. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: a previous report for this patient and device has been sent under MFR report # 3005099803-2020-06526.

Event description:
It was reported to boston scientific corporation that a uphold lite implant and a advantage implant were implanted into the patient on (B)(6) 2013. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep; back pain; vaginal pain; pelvic pain; groin pain; perin pain; anal pain; rect pain; thi pain; pain inter; inab inter; off vag dis; diff bowel; incont not pres; rec incont; damage; psych; oth pain: back of legs. Surgical interventions: on (B)(6) 2014 the patient underwent further surgery regarding the advantage implant/uphold lite implant under general anesthesia for the following purpose: repare of complications and some mesh removal in areas of protrusion and erosion. On (B)(6) 2017 the patient underwent further surgery regarding the uphold lite implant/advantage implant under general anesthesia for the following purpose: to resolve complications and remove mesh where possible. On (B)(6) 2021 the patient underwent further surgery regarding the uphold lite implant/advantage implant under general anesthesia for the following purpose: botox injections to pelvic floor and vagina to reduce pain. On (B)(6) 2020 the patient underwent further surgery regarding the uphold lite implant/advantage implant under general anesthesia for the following purpose: examination and assessment of pelvic floor, bladder. Nonsurgical treatments: on (B)(6) 2008 the patient commenced pain medication: tramadol for the treatment of: pain management. On (B)(6) 2017 the patient commenced psychological medication: fluoxetine for the treatment of: major depression treatment. On (B)(6) 2013 the patient commenced other medication (please specify): lyrica for the treatment of: pain management. On (B)(6) 2008 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: difficulty with urination, pelvic floor pain. Treatment duration: 1 year. On (B)(6) 2017 the patient commenced topical treatment (including oestrogen cream): oestrogen for the treatment of: pain and dryness. The patient was treated with other (please specify). On (B)(6) 2017 the patient commenced psychological medication: zuban for the treatment of: major depression treatment. On (B)(6) 2013 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: pain management for back and legs. On (B)(6) 2020 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: bowel and bladder incontinence, pelvic floor pain. Treatment duration: 6 months. On (B)(6) 2020 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: bowel and bladder incontinence, pelvic floor pain. On (B)(6) 2017 the patient commenced other (please specify) for the treatment of: to empty bladder at least 4 times daily.

Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a uphold lite implant and a advantage implant were implanted into the patient on (B)(6) 2013. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep; back pain; vaginal pain; pelvic pain; groin pain; perin pain; anal pain; rect pain; thi pain; pain inter; inab inter; off vag dis; diff bowel; incont not pres; rec incont; damage; psych; oth pain: back of legs surgical interventions: on (B)(6) 2014 the patient underwent further surgery regarding the advantage implant/uphold lite implant under general anesthesia for the following purpose: repare of complications and some mesh removal in areas of protrusion and errosion . On (B)(6) 2017 the patient underwent further surgery regarding the uphold lite implant/advantage implant under general anesthesia for the following purpose: to resolve complications and remove mesh where possible. On (B)(6) 2021 the patient underwent further surgery regarding the uphold lite implant/advantage implant under general anesthesia for the following purpose: botox injections to pelvic floor and vagina to reduce pain. On (B)(6) 2020 the patient underwent further surgery regarding the uphold lite implant/advantage implant under general anesthesia for the following purpose: examination and accessment of pelvic floor, blooder. Nonsurgical treatments: on (B)(6) 2008 the patient commenced pain medication: tramadol for the treatment of: pain management. On (B)(6) 2017 the patient commenced psychological medication: fluoxetine for the treatment of: major deppression treatment. On (B)(6) 2013 the patient commenced other medication (please specify): lyrica for the treatment of: pain management. On (B)(6) 2008 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: difficulty with urination, pelvic floor pain. Treatment duration: 1 year. On (B)(6) 2017 the patient commenced topical treatment (including oestrogen cream): oestrogen for the treatment of: pain and dryness. The patient was treated with other (please specify). On (B)(6) 2017 the patient commenced psychological medication: zuban for the treatment of: major deppression treatment. On (B)(6) 2013 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: pain management for back and legs. On (B)(6) 2020 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: bowel and bloder incontinence, pelvic floor pain. Treatment duration: 6 months. On (B)(6) 2020 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: bowel and bloder incontinence, pelvic floor pain. On (B)(6) 2017 the patient commenced other (please specify) for the treatment of: to empty blooder at least 4 times daily.